Event description:
It was reported that when the battery was removed the external pulse generator did not pace for the expected amount of time, it stopped after only a few seconds. The generator was returned for service. The return paperwork indicated that there was no patient involvement with this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the reported event. Main printed circuit board out of electrical specification. Upper and lower cases, side bail covers, and battery drawer are broken. Ring cover is contaminated. Battery contacts are compressed.